Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that excessive leakage occurred. The technician clarified that the device failed internal leakage test with message excessive leakage during pre-use check. Device was checked and monitoring board has been replaced to resolve the issue. The software has been updated. The device was delivered to the user in working condition. The issue was reported to competent authority in abundance of caution as it may in some cases, represent a reportable event. Further received information indicated that internal leakage test failure was caused by monitoring board malfunction. We do not consider that failure as a safety related, as monitoring board is only monitoring and will not affect ventilation. There was no patient involvement. Provided device¿s logs are incomplete and the reported issue could not be confirmed, hence the root cause could not be determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #g3 date received by manufacturer: previous date received by manufacturer: 03/21/2023, corrected date received by manufacturer: 03/20/2023. #h8 usage of device: previous usage of device: unknown, corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).